Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device change out. The left and right ventricular leads exhibited high capture thresholds. The leads remained implanted, the physician would manage capture threshold issue by programming outputs appropriately to manage battery longevity and still provide a safety. The patient was stable prior during and after the procedure.